Manufacturer narrative:
Animas has conducted a review of the device history record on 08/04/2011 for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history shows continued patient use after the reported event date. The units remaining were correctly calculated and recorded in the pump history. There was several low force loss of prime warnings in the black box history. The pump was found to be out of calibration and contamination was found around the spoke shim and force sensor. The "ezprime" operation was performed with no issues noted. The pump was exercised for 24 hours with no loss of prime warnings or occlusion alarms duplicated. Unrelated to the complaint the internal battery was found to be leaking, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported an abnormal prime volume during an infusion set/site change on (B)(6) 2011. He stated that it only took two to three units to see drops coming out of the tubing, and it usually takes him ten to twelve units. The patient reported that this has happened intermittently over the past week while he has been dealing with occlusion and call service alarms. There is no adverse event associated with this complaint.